Event description:
The device was used during a lung biopsy. Reportedly, the instrument was difficult to open and tore the tissue. The surgeon converted to a laparotomy to control the bleeding and complete the procedure. The hospital has reported the pt's condition is satisfactory.